Manufacturer narrative:
(B)(6). The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. On post operative day (pod) 3, a prophylactically implanted pacemaker screw lead was removed. A markedly bradycardic atrial fibrillation was observed, which did not improve with a reduction in the beta blocker dose. On pod 4, the patient experienced an av block iii; therefore, a vvi pacemaker was implanted without complications. The evoque valve stability was good, and functionality was as intended. After the procedure, the patient had mild rv dysfunction, mild (1) mitral regurgitation, and trace (0) tr. No adverse events were identified during the intervention.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, d4, g3, g6, h2, h4 and h11. Additional information: on post operative day (pod) 2, subsequent echocardiographic examination ruled out pericardial effusion and showed the evoque valve in correct position and function. The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. Additional information: the patient was discharged. No further interventions reported. The complaint for "valve interacts with conduction system" was confirmed based on the information provided by the field clinical specialist. Based on the device history record (DHR) review, there were no non-conformances related to the issue observed and the device passed all manufacturing specifications. Available information suggests the valve interaction with the native conduction system likely contributed to the event. Per the instructions for use (IFU), conduction system disturbance and/or heart block which may require treatment (including permanent pacemaker) are potential adverse events. Heart block and other conduction disturbances are common in patients with underlying cardiovascular disease and can be exacerbated or aggravated with standard intra-operative medications or anesthesia. Such events are related to the patient's underlying condition. Other mechanisms for conduction abnormalities could be related to coronary obstruction due to air embolism, coronary spasm and/or local edema affecting the av node. Conduction disturbances have also been documented during transcatheter cardiac procedures as a result of direct interaction with cardiac anatomy, especially in patients with underlying conduction abnormalities. Other potential causes include trauma by a guidewire or delivery system. Additionally, cardiac conduction system complications are known risks with tricuspid valve interventions due to the proximity of the atrioventricular node (av node) to the septal leaflet of the tricuspid valve. These conduction disturbances can lead to post-operative heart block requiring pacemaker implantation. Nevertheless, a definitive root cause cannot be determined. Since there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met, no preventative or corrective actions were required.